Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Patient code - there was a delay observed but the length of delay is unknown while the patient was under anesthesia. The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that after two passes with unsatisfactory results, the dermatome produced an mangled skin graft. The extra passes being taken caused a delay. No further patient consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated. It was reported that after two passes with unsatisfactory results, the end product for skin grafting was poor. With use of the device, the skin removed reportedly appeared to be mangled. It was clarified that the issue occurred on (B)(6) 2018. Another device was not used to complete the surgery. There was a delay; however it is unknown how long the delay was. The surgical technique was followed for the product. The customer did not return an air dermatome device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. An internal evaluation was opened to further investigate this issue. Zimmer biomet surgical has previously repaired/evaluated air dermatome four times as documented in the repair reports. The last repair was november 19, 2014 where it was reported that the device was running slow and the ball detent, thickness control lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring and swivel were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The reported event ¿that after two passes with unsatisfactory results, the end product for skin grafting was poor. With use of the device, the skin removed reportedly appeared to be mangled¿ was non-verifiable since the device was not returned for evaluation. The root cause of the poor skin graft cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.